Event description:
The customer alleges that the adaptor does not fit the flow meter well. No patient injury.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received yet at our facility. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint mp-0318 (adaptor, snap-on flowmeter). No corrective action can be established at this moment since the defective sample or pictures of it are not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made , but at the time there is no inventory of the involved product code available at the facility and is not being manufactured at the time. If device sample becomes available at a later date this complaint will be re-opened.